Manufacturer narrative:
D10. Concomitant products: gl-181, gl-181 polysorb* 4-0 vio 75cm cv25 x36, (lot number: a5j1754y). Gl-181, gl-181 polysorb* 4-0 vio 75cm cv25 x36, (lot number: a5j1754y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open cesarean section, after one or two stitches, needle and thread detachment occurred on two sutures. Another suture with a different model also had the same issue. An additional new suture was used without issue. No patient complications have been reported as a result of this event.